Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt has been experiencing pain at the ipg site since being in a motor vehicle accident. The pain subsides when the pt lies down. The pt has been placed on pain medication to address the pain.